Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced multiple syncopal episodes. One of the syncopal episodes occurred about the same time as a spike in pacing impedance on the right ventricular (rv) lead to a high, out of range, undefined measurement. The patient presented to the clinic and the lead was reprogrammed. A few days later, they had another syncopal episode, that time fell and broke their ankle. An apparent lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.